Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while attempting to clip the common bile duct the clips were falling out instead of locking down. The clips fell into the patient and were retrieved. They opened a new device to complete the procedure. There was no patient impact.

Event description:
It was reported that during a bilateral nephrectomy procedure, while using the device according to the instructions for use the device seal cap ruptured. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the seal was torn 340 degrees around the upper inner seal ring. Initiation site appeared to be 0.5-inch below the upper inner seal ring. The tear initiated adjacent to the pawl and was radius shaped prior to propagating around the inner seal ring. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.